Manufacturer narrative:
The actual device is reported to be available but has not been returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 29-dec-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Avanos medical received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 9611594-2023-00188 for the first event. It was reported the nasogastric tube ballooned and burst while inside the patient. There was no reported injury nor medical interventions reported.

Manufacturer narrative:
H6: investigation findings/no code: inappropriate use. The actual device was returned, and the device was evaluated. During cleaning and decontamination, build-up/ discoloration from the outer tubing was tried to be remove by scrubbing the tubing with lint free towel using tergazyme and soaked in metricide solution. The tube was also flushed through the y connector (proximal end). Resistance was felt while flushing and the expanded portion of the tube which formed a balloon was noticed. No substances were flushed out of the tube after couple attempts. The blackish/ dark brownish discoloration from a portion of the tube until the bolus tip (distal end) of the tube. A section of the tubing appeared to have expanded to form a balloon shape. No splitting or tearing of the expanded portion of the tube was seen. There was bad odor smelled during evaluation of the tube. The sample provided confirmed tubing expanded to form a balloon shape which burst causing an early replacement of the tube. The instruction for use (IFU) contains recommendations for tube maintenance: ¿it is recommended the tube be irrigated every 4-hours with up to 20 ml of water (up to 10 ml for infants or children) before and after medication administration or when feeding formula is interrupted. Warning: vigorous syringe force should not be used to irrigate, administer liquids or unblock the tube." During cleaning and decontamination, a slight build-up/ discoloration from the outer tubing was tried to be remove by scrubbing the tubing with lint free towel using tergazyme and soaked in metricide solution. The tube was also flushed through the y-connector (proximal end). For this sample, no resistance was felt while flushing, no build up substances were flushed out of the tube as well after couple attempts. Liquid started to come out of the slit just below the y-connector. The root cause was inappropriate use. All information reasonably known as of 16-feb-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.